Event description:
A patient underwent a single port da vinci-assisted partial nephrectomy on (B)(6) 2023. The procedure was completed successfully with no da vinci system, instruments or accessories malfunction occurred during the surgery. There were also no intra-operative complications reported. On (B)(6) 2023, the patient experienced bilateral deep vein thrombosis of the left lower extremities. A vascular ultrasound was performed and confirmed the diagnosis. Enoxaparin 4000iu was given for the thrombosis. On (B)(6) 2023, the patient was found with a hematoma in the left renal area from a ultrasound. No medical intervention was performed for the finding. The patient was discharged on (B)(6) 2023 without requiring prolonged hospitalization. The patient had medical history of urinary system disease and simple renal cyst at left kidney. The study investigator thought the bilateral deep vein thrombosis was likely caused by intraoperative pneumoperitoneum and the cause of the renal hematoma was due to anticoagulative medication. It was confirmed that there was no unexpected bleeding that could have led to the renal hematoma.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A system log review was not performed since there is insufficient or unconfirmed product/event information.